Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red, raised skin with welts and broken skin. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a topical cream for the wound. Follow up indicated that the wound improved.